Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including functional testing, defib cycling, shock testing, and bench handling using known good cables. An internal inspection resulted in no findings. The device will be recertified and returned to the customer once the repair estimate has been approved. Review of the device activity log showed numerous sequences of charge, analyze, and shock button presses within seconds of each command, thereby not allowing any time for the device to perform the charge or analyze function. This report has been attributed to usage. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.